Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of distal gonadal vein, this coil would not detach with manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The physician tried 3-4 times with manual method but still coil did not detach. It was reported that physician did not use instant detacher to detach the coil. Another coil was used and procedure completed successfully. No patient injury was reported.